Manufacturer narrative:
Siemens filed initial MDR 2517506-2021-00158 on 14-jul-2021. Additional information (19-jul-2021): siemens further investigated the events that were described in this report and MDR 2517506-2021-00165 and determined that both initial results were associated with hemoglobin errors. The total bilirubin (tbi) assay contains an adjustment in the software to compensate for the presence of hemolysis up to 1000 mg/dl of hemoglobin (hb). By reviewing the instrument data, siemens determined that both samples contained hemoglobin concentrations in excess of 1000 mg/dl of hb. The approximate hb concentration for sample ID (B)(6) was 4,168 mg/dl and 6,060 mg/dl of hb for sample ID (B)(6), well above the flagging limit of 1000 mg/dl of hemoglobin. The data indicates the instrument is flagging correctly for a hemoglobin error and is working as specified. According to the dimension exl's operator's guide, when this message appears with the tbi result, it indicates a hemoglobin concentration greater than 1000 mg/dl and will lower the tbi result for that sample. Since repeat of the same sample yielded expected results for sample ID (B)(6), the hemoglobin error for the first run is likely due to aspiration of red cells contained in the plasma portion of the sample that triggered the hemoglobin flag. Siemens concluded that poor pre-analytical sample quality potentially contributed to the discordant, falsely low tbi results. The investigation findings section of h6 was updated to reflect the additional information. The instrument is performing according to specifications. No further evaluation of this device is required. Supplemental MDR 2517506-2021-00165 was filed for the same issue.

Manufacturer narrative:
The customer contacted a siemens customer care center and reported that two depressed total bilirubin (tbi) results were obtained on a dimension exl 200 instrument across 2 days. The quality controls (qc) recovered within acceptable range when the patients' samples were run. The siemens customer care center specialist requested for the customer to align the photometer on the instrument. A siemens customer service engineer (cse) was dispatched to the customer's site. After inspecting the instrument, the cse verified probe alignments and mixers, ran titrations, cleaned and greased all lead screws, and replaced reagent 2 (r2) flush syringe. Also, the cse performed a system check and ran qc, which recovered acceptably. The instrument is performing according to specifications. No further evaluation of this device is required. MDR 2517506-2021-00165 was filed for the depressed result on the other neonatal patient's sample.

Event description:
A discordant, falsely depressed total bilirubin (tbi) result for a neonatal patient sample was obtained on a dimension exl 200 instrument. The discordant result was reported to the physician(s), who questioned the result. The sample was repeated three times on the same dimension exl 200 instrument and resulted higher than the discordant result. The repeat result of 15.6 mg/dl was reported to the physician(s), as the correct result. There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely depressed tbi result.